Event description:
A resident was given a bath in the tub, while being transferred out of the tub with the lift chair, she started to slide down in the chair. The restraint slid up arround the resident's neck (she continually pulls at the restraint). The nursing assistant released the restraint belt and the resident fell to the floor from the lowest position. The fall resulted in a fracture of the resident's tibia and fibula of her right legdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other. Results of evaluation: design - human factors. Conclusion: device failed just prior to use, device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.